Event description:
It was reported that nurse stated arctic sun device did not automatically switch over to rewarming once cooling was completed at the 24 hour mark. Nurse stated they had to manually change it to rewarming and ended up being at the 31 hour mark. Device was currently in normothermia. Patient temperature (pt) was still 36c and targeted temperature (tt) was 37c. They manually started rewarming at 7:00 am, about 40 minutes ago. Informed nurse if they were rewarming, it would still read hypothermia at the top and had the cool patient box and rewarm patient box at the bottom. Only suspect that it might had set up incorrectly. Had nurse stop therapy and switch to hypothermia. Nurse confirmed rewarming was set to rewarm patient from 36c, at a rate of 0.25c/hour, to targeted temperature 37c. Had nurse select start next to rewarming and confirmed rewarming box was flashing. Had nurse select adjust, more and confirmed that rewarming was set to begin automatically. Informed nurse if the device had been set up under this hypothermia protocol, rewarming would began automatically, they would not had to start it. Informed nurse once therapy is completed, they could download the case data to see what happened. Encouraged nurse to call back with any issues. In the second call spoken to someone earlier who walked through setting up device appropriately and initiate rewarm per their orders. Patient began rewarming at 7:45 am and it was now 9:09 am, but patient temperature was still at 36c and device alarmed 117 patient temperature 1 change not detected. Nurse cleared alarm and just restarted therapy. Device programmed to rewarm from 36c at 0.25c/hr to targeted temperature 37c, water temperature (wt) was 32.9c. Patient had 4 pads connected with no exposed abdomen. Bair huggers applied. Patient had seizure activity. Verified patient temperature 1 36c (via ts foley) correlates to rectal probe temperature 35.9c. Discussed patient medication administration and effects on rewarming. Discussed adding warm blankets and turning up vent warmer. All signs are pointed to patient related difficulty rewarming. Called back at 12:28 pm est and confirmed patient was rewarming. Patient temperature (pt) was 36.9c, targeted temperature (tt) was 37c and water temperature (wt) was 31.9c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated arctic sun device did not automatically switch over to rewarming once cooling was completed at the 24 hour mark. Nurse stated they had to manually change it to rewarming and ended up being at the 31 hour mark. Device was currently in normothermia. Patient temperature (pt) was still 36c and targeted temperature (tt) was 37c. They manually started rewarming at 7am, about 40 minutes ago. Informed nurse if they were rewarming, it would still read hypothermia at the top and had the cool patient box and rewarm patient box at the bottom. Only suspect that it might had set up incorrectly. Had nurse stop therapy and switch to hypothermia. Nurse confirmed rewarming was set to rewarm patient from 36c, at a rate of 0.25c/hour, to targeted temperature 37c. Had nurse select start next to rewarming and confirmed rewarming box was flashing. Had nurse select adjust, more and confirmed that rewarming was set to begin automatically. Informed nurse if the device had been set up under this hypothermia protocol, rewarming would began automatically, they would not had to start it. Informed nurse once therapy is completed, they could download the case data to see what happened. Encouraged nurse to call back with any issues. In the second call spoken to someone earlier who walked through setting up device appropriately and initiate rewarm per their orders. Patient began rewarming at 7:45am and it was now 9:09am, but patient temperature was still at 36c and device alarmed 117 patient temperature 1 change not detected. Nurse cleared alarm and just restarted therapy. Device programmed to rewarm from 36c at 0.25c/hr to targeted temperature 37c, water temperature (wt) was 32.9c. Patient had 4 pads connected with no exposed abdomen. Bair huggers applied. Patient had seizure activity. Verified patient temperature 1 36c (via ts foley) correlates to rectal probe temperature 35.9c. Discussed patient medication administration and effects on rewarming. Discussed adding warm blankets and turning up vent warmer. All signs are pointed to patient related difficulty rewarming. Called back at 12:28pm est and confirmed patient was rewarming. Patient temperature (pt) was 36.9c, targeted temperature (tt) was 37c and water temperature (wt) was 31.9c.